Event description:
Additional information received from the consumer reported the replacement patient programmer (pp) resolved the issue with poor communication and pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported seeing the poor communication screen on the patient programmer (pp) and having no telemetry. It was noted the consumer thought it was a battery issue as there was a little bit of corrosion in the battery compartment. No out of box failure was reported. Due to being unable to communicate with the pp on (B)(6), the consumer was in a lot of pain in their normal pain areas. The consumer was unaware they could turn stimulation on with the recharger so it was confirmed the recharger was able to communicate with the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.